Event description:
A distributor reported a malfunction alarm. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was instructed by technical support to switch to an alternate backup therapy, multiple daily injections (mdi), while a replacement pump was shipped.